Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced high blood glucose level event on (B)(6) 2026. The blood glucose level was high. The patient received treatment with insulin pump, and the event resolved. No further information available.